Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Fse (field service engineer) phone called the customer and sent replacement printer. Fse followed up on (B)(4) 2016 and the new printer was up and running with no issues. The most probable cause of the reported event was a printer failure.

Event description:
On (B)(6) 2016, the customer reported rps (reporting software) printer failure with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.